Event description:
It was reported that on (B)(6) 2013, the patient was admitted after collapsing at home. Left ventricular dysfunction with chronic obstructive pulmonary disease was diagnosed. Cardiogenic shock occurred and the patient was placed on an intra-aortic balloon pump and ventilator. The patient was revived and taken for angiogram. Angiogram revealed a 90% lesion in the heavily tortuous and heavily calcified mid circumflex artery. A balance middleweight guide wire was delivered across the target lesion via femoral access and multiple pre-dilatations were performed using non-abbott balloons. A 3.0x28 rx xience v stent delivery system (sds) was advanced towards the target lesion; however, the sds could not cross the lesion. The device was withdrawn from the anatomy and exchanged for a 3.0x18 rx xience v sds which could not cross the lesion. After multiple attempts to cross the lesion, it was noted that the shaft of the sds was kinked; therefore, the sds was withdrawn from the anatomy. Multiple dilatations were performed in an attempt to dilate the lesion, including use of a 2.0x12 nc trek balloon at 12 atmospheres. A 3.0x28 rx xience v sds was advanced but could not cross the lesion and the patient developed bradycardia which was treated with atropin. The procedure was abandoned and the patient was transferred to the coronary care unit for medical management. The patient was stable and has been discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.